Event description:
It was reported that the intraocular lens (iol) was found to have a scratch on its optic after it was fully implanted into the patient's eye. No complications occurred. The patient is reported as fully recovered and doing fine. Through follow up it was confirmed that no event date is available and that the lens remains implanted in the patient's eye.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as the lens remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.